Manufacturer narrative:
06-jun-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Didn't hurt anyone or anything [no adverse event] metal part bit had spanned...was broken so no head would fit on it - oral-b [device breakage] head started coming loose - oral-b [device connection issue] case narrative: a spouse via phone stated that the "metal part bit had spanned" on his wife's (female) oral-b genius x toothbrush while she was using it. The oral-b toothbrush head started coming loose, so they took it off and realized it was broken and therefore no head would fit on it. No injury was reported. 09-may-2023 case update from information initially received on 21-apr-2023: the concomitant product was oral-b power power oral care refills crossaction eb50. No injury was reported. 06-jun-2023 case update from information initially received on 21-apr-2023: the concomitant product lot was m2119. No injury was reported.

Event description:
Didn't hurt anyone or anything [no adverse event]. Metal part bit had spanned was broken so no head would fit on it - oral-b [device breakage]. Head started coming loose oral-b [device connection issue]. Case narrative: a spouse via phone stated that the "metal part bit had spanned" on his wife's (female) oral-b genius x toothbrush while she was using it. The oral-b toothbrush head started coming loose, so they took it off and realized it was broken and therefore no head would fit on it. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.